Manufacturer narrative:
This device was returned and analyzed. The leads cathode coil (inner coil) is necked down at the distal end of the terminal pin which could cause stylet insertion issues and helix extension issues and make the lead difficult to place. The investigation could not confirm perforation. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this lead was not successfully implanted as it apparently cause a perforation during the attempt, the lead was successfully replaced. Lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
He product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted as it apparently cause a perforation during the attempt, the lead was successfully replaced. No additional adverse patient effects were reported.